Event description:
The physician claims that during a procedure, using a hemashield woven double velour graft for perfusion, the graft began leaking blood from its walls. The amount of blood loss has not been reported at this time, nor has the patient's condition or how the procedure was completed.

Manufacturer narrative:
Being investigated. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.